Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-15560. The patient has two leads (from different lots) implanted as part of his scs system. The patient reported, his scs system does not help his pain and he is not going to continue using the system. The patient indicated, he had been programmed many times and does not wish to pursue any additional programming efforts. The patient plans to leave his scs system implanted for the time being and will contact his physician if he decides to pursue surgical intervention.